Event description:
The customer reported the footswitch was making a clanking sound during surgery. They switched to another footswitch with the same issue noted. The surgery was aborted. The customer stated the event occurred during a posterior case, after the sclerotomies were injected with kenalog. Initially, there were no error messages displayed and then an error message displayed, footpedal not responding. The case was aborted and rescheduled the next day with a borrowed system. The case was completed as planned. The customer stated there was no pt injury.

Manufacturer narrative:
The customer ordered a new footswitch and the replaced footswitch was sent in for evaluation. The company service representative examined the system and confirmed the problem reported. The gear fell off inside the footswitch and shorted the circuit board. The short in the footswitch damaged the circuits in the host module. The company service representative replaced the host module and sent it for in-house testing. The system was tested and the system met all product specifications.